Event description:
Customer reported that the insulin pump had recently been exposed to moisture and was no longer working. Customer stated that the insulin pump had fallen into an ice chest full of water. Customer reported that the insulin pump was vibrating without returning any alarm or alert. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. Pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip. No vibration anomaly noted.(B)(4)